Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, dyspareunia, infection, bowel problems and bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 8/10/2016.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2003, the patient underwent repair of exposed vaginal sling. On (B)(4) 2003, excision and repair of vaginal sling extrusion was performed.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2003 due to superficial vaginal erosion. It was reported that patient underwent mesh removal/repair on (B)(6) 2003 due to extrusion of transvaginal sling into anterior wall of vagina. (B)(4).